Event description:
Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on radius assessed, as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Other technical: no observed, particles in the valve. Calcification: white calcification observed, on the device. Additional observations: crease flat observed, on the device.

Event description:
Healthcare professional reported, right side deflation. Health professional reported, particles and calcification grown into the valve. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.